Manufacturer narrative:
The reported event was confirmed during visual inspection of the device, the witness marks found on the device indicated this was a handling issue. The device was scrapped, as it was not repairable.

Event description:
It was reported that during testing conducted at the user facility the back cover of the spine tracker was broken off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the user facility the back cover of the spine tracker was broken off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.